Event description:
It was reported the customer had high blood glucose level. Customer was offered add'l training and education.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.